Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of tips twisted. There was no trouble found. Visual inspection showed no twisted tips. Failure analysis investigation found the instrument's grip cable to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The instrument's pitch cable was also frayed at the distal idler. There was no damage found on the clevis. In addition, the instrument's distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the tips on the mega needle driver twisted. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.